Event description:
Healthcare professional (hcp) of home patient (hp) reported the hp felt full, as if hp were overfilled, while using the homechoice cycler for apd therapy. Hcp relates that the hp felt full and performed a manual drain, removing approximately 5 - 7 liters of fluid from their peritoneum, which is greater than the programmed fill volume of 3 liters. Hcp relates that at the time the hp felt full hp was having difficulties with their catheter, which resulted in poor fluid drainage during their apd therapy and causing repeated "low drain volume" alarms. Hcp relates she initially suspected that the hp may have inappropriately bypassed their drains, however, upon examination of the homechoice cycler found no indication that any user error had occurred. Hcp subsequently requested an evaluation of the hp's device. According to the hcp and the hp, there was no pt injury or medical intervention.